Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: investigation summary: the investigation could confirm the reported issue of " customer reported that during the velys surgery, the surgeon observed discrepancies in certain bone cuts. " the investigation found that the most probable root cause of the issue is a combination of poor saw blade calibration, pointer check failure along with potential array movement, leg/robot movement, and sub-optimal landmark acquisition in some cases. An exact time was not given, therefore, the investigation reviewed all available log files to determine causes that would lead to inaccurate cuts. Pointer tool was utilized to check distal cut in one of the log files analyzed and confirms discrepancy in the cut, but most of the resection planes were not checked using pointer tool in the log files analyzed, so discrepancies of the bone cuts could not be confirmed. Root cause: the most probable root cause of the issue is a combination of poor saw blade calibration, pointer check failure along with potential array movement, leg/robot movement, and sub-optimal landmark investigation in some cases. Ultimately, the root cause for those findings can not be determined.

Event description:
It was reported that during a total knee arthroplasty surgical procedure, it was observed that while using the robotic-assisted solution satellite station device it was noticed that there were discrepancies in certain bone cuts. There were no delays in the procedure. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.